Event description:
From 1986-1994, rptr co constant nausea, generalized swelling, chronic fatigue, memory loss, swelling in hands & face, have loss, burning & numbness in extremities upon any physician exertion (walking), tmj, muscle & joint pain, muscle weakness, hardening of tissue (especially of hands & forearms), stiff neck constantly, extreme muscle aches in cold weather or air conditioning, arthritis in hands especially right thumb dyspnea hypothyroidism, hypertension, hypogamma globulinemia, neuropathies, dysphagia, low grade fevers, & ibs. Her legs "harden up when she tries to walk. She was diagnosed with seleroderma-like disease in 1994. On med examination, she has scleroderma, but it is scleroderma-like disease because of absent lab findings. Hands & arms "harden up when trying to write. She has erythema & swelling typical of scleroderma. Disability effective 8/94. She is in constant pain & agitation. Drs feel that neuropathies, etc., are silicone induced due to the fact that she "represents" no retinopathy & she only has burning, numbness, etc. During exertion (walking, etc.)